Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046¿ x 0.032¿ in size. Additionally, the main tube of the instrument exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03¿ to 0.67¿ in length and they were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport of reprocessing. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1730. The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is not applicable because the product is not implantable. The information for fields is not available.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the wires in the small grasping retractor instrument came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.